Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient did not wear a mask during automated peritoneal dialysis (apd) therapy, which caused peritonitis. The peritonitis was manifested as cloudy effluent. On the same day as the onset, the patient was hospitalized for the peritonitis. On the same day as the onset, the patient was treated with vancomycin (250 grams, daily, intraperitoneally (ip)) and cefepime (1 gram, daily, ip) for the peritonitis. The patient was retrained on aseptic technique and discharged from hospital after five days. The patient would stop the antibiotic course after twenty two days. At the time of this report, the patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.